Manufacturer narrative:
Concomitant medical products: administration set: 2c8541s - continu-flo solution set, duo-vent, 3 clearlink luer activated valves, therapy date: unk. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported near the end of a chemotherapy infusion, the set disconnected and leaked at the connection to the IV tubing. Approximately 30 ml of chemo spilled on the floor. There was no report of patient or clinician harm as a result of the event. Although requested, no other details were provided and the sets were not saved.